Manufacturer narrative:
Spacelabs has initiated an investigation into this matter. A supplemental report will be filed once the investigation is complete.

Event description:
Spacelabs received a report on (B)(6) 2019 that all 15 telemetry beds on the xhibit central station went offline. When it came back online only four of the beds came back and were showing normally and the other 11 beds did not come back online. No injury was reported in association with this event.

Manufacturer narrative:
Upon investigation, spacelabs has identified that the customer¿s telemetry receiver was experiencing a failure due to heavy memory usage over time. Tech support was able to assist the customer in clearing some memory at the time in order to bring the receiver back to working order. A spacelabs field service engineer has visited the customer site and updated their receiver¿s software to alleviate the memory allocation problem going forward. There have been no further reports of similar issues at this customer site. This report is complete and this particular issue is considered to be closed.